Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a red error code 41541. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lcd lens and a bubbled dso seal. The tamper seal was broken. Review of the event history log (ehl) showed a system fault. A visual inspection and functional test were performed and the reported issue was not duplicated, however multiple system faults were noted in the ehl. It was determined that the most probable cause was due an intermittent latch lock flex. As a result, the latch lock flex was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com.